Manufacturer narrative:
On march 4, 2021 mentor became aware that unintentionally miss coded the initial report with manufacturer report number:1645337-2021-00370, and error on h6. Manufacturer¿s reference number: (B)(4). 6. Medical device problem code: the correct code is material rupture which happened intraoperatively. H6. Type of investigation: device discarded.

Manufacturer narrative:
On (B)(6) 2021, a search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with artoura breast tissue expander 475cc saline prosthesis experienced left sided procedure delay intraoperatively. The report indicated that the surgeon had to operate and replace an expander. The surgeon attempted to fill the expander and the butterfly when through the buffer zone and not the port and the expander deflated. The surgeon did not save the explanted expander but had to replace it, and this delayed the procedure by 30 minutes. The procedure completed by using a new mentor artoura smooth hp 475cc expander. No signs or patient symptoms reported.